Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine [15 mg/ml] at 5.697 mg/day. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 15mg/ml at 5mg/day via an implantable device. The indication for use was no-malignant pain. It was reported that a motor stall occurred and the patient¿s pump was alarming. The patient went through withdrawal symptoms. There were no environmental, external or patient factors that may have led or contribute to the issue. There were no diagnostics or troubleshooting preformed. The pump was explanted and replaced. The issue was resolved at the time of the reported and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.